Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user stated they would be driving the chair and would lose power and chair would stop.